Event description:
It was reported that the system intermittently froze, locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The reported issue is currently under investigation.